Event description:
It was reported that the tip of the device fell off during use. A total of 4 devices were used in the procedure. The tip of the first device used fell into the surgical site and was retrieved by hand. There were no adverse consequences as a result of this event and no clinically relevant delay. The procedure was successfully completed as planned.

Manufacturer narrative:
The device was received by the manufacturer. The investigation is ongoing. A follow up report will be filed when the investigation is complete.